Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01583, -01584.

Event description:
Allegedly, patient revised due to mom complications, corrosion and pain right

Event description:
Additional information received 05/25/2016. Allegedly the patient was revised due to the following mom complications: metallosis and synovitis.